Event description:
It was reported that during a laparoscopic colectomy procedure, although the device was fired several times, the clips were malformed. Another device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Dropping or ejected clips.